Manufacturer narrative:
Unit received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to verify failed battery test, perform displacement test, self test, and current measurements due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had failed battery alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.